Event description:
It was reported that the patient was undergoing a holmium laser enucleation of the prostate procedure to treat prostate enlargement. The fiber was started using a resterilized fiber. During the procedure, the fiber broke two times approximately 15 to 20 cm from the fiber tip. It was noted that no fiber fragments fell off inside the patients body. The fiber was removed and replaced with a new fiber. However, during the procedure the second fiber also broke two times approximately 15 to 20 cm from the fiber tip. The customer was not sure if the fiber breaks were caused by the console or the fibers themselves. The procedure was completed using this console. There were no patient complications. This report is for the second fiber.

Event description:
It was reported that the patient was undergoing a holmium laser enucleation of the prostate procedure to treat prostate enlargement. The fiber was started using a resterilized fiber. During the procedure, the fiber broke two times approximately 15 to 20 cm from the fiber tip. It was noted that no fiber fragments fell off inside the patients body. The fiber was removed and replaced with a new fiber. However, during the procedure the second fiber also broke two times approximately 15 to 20 cm from the fiber tip. The customer was not sure if the fiber breaks were caused by the console or the fibers themselves. The procedure was completed using this console. There were no patient complications. This report is for the second fiber.